Event description:
Der and clinical report received. Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 1/18/2016 - litigation papers allege the patient experienced complications, including but not limited to, pain, discomfort, difficulty ambulating and metallosis.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time

Event description:
Update 5/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, disfigurement from surgeries, permanent damage to hip due to interventional care, imbalance, headaches, mobility loss, range of motionloss and mental anguish. Medical records reported tremor, memory impairment, dizziness, failure to thrive and lab results for metal ions greater than 7 parts per billion. Revision surgical report noted absolutely no evidence of metal reaction, no pseudotumor, no metallosis, no wear, no osteolysis, and components looked good except for mild corrosion on femoral head boarder and minimal on the taper of femoral stem. Stem added to complaint for elevated metal ions and corrosion. The complaint was updated on: jun 2, 2016.

Manufacturer narrative:
Der and clinical report received. Patient was revised to address elevated metal ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the metal insert and no other reports against the femoral head product/lot code combinations. No other event information or investigational inputs were provided. The investigation can draw no conclusions. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.